Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon found that cover film of the stem neck was damaged when the surgeon opened the package during the tha surgery on (B)(6) 2018. The surgeon decided not to use the stem because the cover film fragment was scattered in the package. The surgery was completed by using alternative stem (p/n and lot number were unknown). There was less than 30 minutes surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.